Event description:
The audible alarm failed and the speaker did not work. There was no alarm code that occurred. This happened on 6 of the npb 550 pulse oximeters. No one was hurt however the oximeter was flashing an alarm and no sound was coming out of the pulse oximeter. If these alarms are not heard the caregiver may not respond, possibly causing patient injury or death. Dates of use: 2004 - 2007, diagnosis or reason for use: trach / vent patients.